Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was compromised. The cradle was bad. No other information was made available. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was compromised. The cradle was bad. No other information was made available. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use with no evidence of blood were observed. The scope wash tubing and the retention rib were observed to be slightly bent. On microscopic inspection, it was observed that the c-ring was not transected. There were no missing components observed on the c-ring. No other visual defects were observed. A mechanical evaluation was conducted. The c-ring slider was able to advance and retract the c-ring with no observed resistance or difficulty but only to the point where the bent part of the c-ring hits the blunt tip of the cannula shaft. Based on the returned condition of the device and the results of the evaluation, the reported failure "material twisted/bent" was confirmed. The DHR for the reported complaint was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was compromised. The cradle was bad. No other information was made available. A replacement device was used to complete the procedure. The hospital did not report any patient effects.